Event description:
Boston scientific received information that an alert on the remote home monitoring system was received for a low out of range pacing impedance measurement. The field representative noted that the clinic did not bring the patient in for evaluation after the alert was received. However, he did consult with the nurse practitioner (np) at the clinic to discuss possible treatment options and was told that the np would follow up with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient contacted patient services and stated that when he was in his physician's office recently, the physician stated that the lead may be frayed. It was also noted that another alert was generated by the remote home monitoring system for the rv lead due to a low out of range pacing impedance measurement. The field representative discussed the alert with the physician. Per review of the patient's data, oversensing of noise leading to pacing inhibition with five seconds of asystole was observed. The patient was brought in for a venogram to determine if there was enough space to implant a new rate sense rv lead. The field representative stated that a boston scientific employee was not present at the venogram and the physician noted he will contact them when there is an update. It was also noted that the patient complained of lightheadedness and there was concern from the physician over possible insulation issue. Currently the lead remains in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the rate sense portion of the rv lead was surgically abandoned and a new pacing lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that another alert was generated by the remote monitoring system for an unknown reason. The patient was brought into the clinic and all measurements were within normal limits. No changes to the system were made and the clinic will continue to monitor the patient. No adverse patient effects were reported.